Manufacturer narrative:
Product analysis: the stylette was returned with the device with no damage evident.the sheath was returned with the device with damage noted. There was no damage evident on the distal tip. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 7th distal stent segment was deformed with raised struts and pulled distally. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a moderately calcified and tortuous lad, cx osteal lesion exhibiting 80% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. During the procedure, the lesion was pre-dilated to 12 atms using a nc sprinter balloon. The physician proceeded to attempt delivery of the endeavor resolute device but resistance was encountered but no force was used. Stent deformation was reported to have occurred. The physician continued the procedure with the implantation of a new same sized sent and post dilated the lesion using a sprinter legend balloon. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.